Event description:
It was reported that the right ventricular lead was noted to have high impedance. The lead was suspected to be fractured. The pace/sense portion of the lead was capped and replaced. During the replacement procedure, the left ventricular lead was noted to have a "small nick" in the insulation near the insertion site into the patient's body. The physician repaired the lead with a silicone repair kit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d314trg, implantable cardioverter defibrillator, (B)(6) 2013; 5071-53, implantable pacing lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009. (B)(4).